Manufacturer narrative:
D10 concomitants: (B)(6), 200-02-35 three peg patella 35mm. (B)(6), 02-010-04-0340 logic cr femoral por, right, sz 4. (B)(6), 02-012-45-4040 lgc tibial fit tray cem sz 4f / 4t. These devices are used for treatment not diagnosis. There is no other information available. Pending investigation.

Event description:
It was reported via legal documents that a patient is having right knee pain and swelling. The 67-year-old male patient had an initial right tka on (B)(6) 2018. The patient was revised on (B)(6) 2024, approximately 5 years, 3 months after implant; the insert and patella were exchanged due to wear/pitting. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition. Photos were provided. Unable to obtain x-rays. Product not returning - disposed at the hospital. The patient was last known to be in stable condition. There is no other patient demographic or medical history available. No other information is available.

Manufacturer narrative:
H11. Additional manufacturer narrative- additional information added/ b7. Bilateral knee replacements. H6. Health effect code. H3. Investigation results-the revised components were not returned to exactech for evaluation and no radiographs were provided. Images were provided. The revised tibial insert shows minimal signs of wear. There are no obvious signs of delamination or oxidative wear in the provided images. Minor pitting/scratching is on the lateral articular surface. The design of the optetrak family of devices has been in the field since 1997 (logic 2010). Exactech complaint history from 01/01/2008 ¿ 04/01/2024 was reviewed for revisions of tibial inserts due to prosthesis wear. (B)(4). This is considered ¿very low¿. Therefore, this does not appear to be design-related. A review of the risk management documents was conducted to ensure the risk was included and the occurrence is below the threshold. The revision reported was likely the result of presumed prosthesis wear. However, images of the revised components do not show signs of excessive prosthesis wear inconsistent with being implanted.